Event description:
A talent captivia stent graft system was implanted in a patient for the endovascular treatment of a fusiform thoracic aortic aneurysm approximately three months ago. There was moderate tortuosity in the aortic arch, mild calcification and moderate thrombosis in the thoracic aortic neck. It was reported that the patient presented for a routine follow up and the CT demonstrated a type iii endoleak between two stent grafts. The cause of the endoleak was related to the anatomy. The patient will be brought back at a later date for treatment. No clinical sequelae were reported. Films were received and reviewed as follows: pre-implant films showed that the thoracic was acutely angulated at the arch approximately 105 degrees, and also at the distal descending thoracic aorta approximately 90 degrees. There was a dissection flap on the medial side of the descending thoracic. Post-implant cta and 3d recon show that 3 stent grafts were implanted with good overlap approximately 3 stent rings. There appears to be an endoleak just distal to the acutely angulated arch near to where the 1st and 2nd stent grafts overlap. There is another possible endoleak near the junction of the 2nd and 3rd stent grafts. In both locations, the type of endoleak is unclear; may be a type iii junction or fabric leak. The cause is unknown.

Manufacturer narrative:
Method: (film). Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (tortuous aortic arch and calcification and thrombosis in the thoracic aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (tortuous aortic arch and calcification and thrombosis in the thoracic aortic neck).